Event description:
A report was received that the patient had difficulty charging the ipg. The physician assessed that the ipg was implanted at an angle. The patient underwent a revision procedure where the ipg was repositioned. The patient was doing well post operatively.

Manufacturer narrative:
A review of the manufacturing documentation for the precision spectra ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. The physician assessed that the ipg was implanted at an angle. The patient underwent a revision procedure where the ipg was repositioned. The patient was doing well post operatively.